Manufacturer narrative:
Analysis performed indicated the device maintained communication with the programmer without any anomaly throughout the analysis exhibiting normal device characteristics and inspection of the feedthrough pins show no contaminants or foreign material that could have contributed to the reported complaint.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the post operation check, the implantable cardiac monitor could not be paired with the mobile phone nor the transmitter. The device was explanted and replaced. The patient was stable.